Event description:
Low outlier phyt results for both qc and patient samples on the vitros 5.1 fs system. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.